Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer noticed that the inner lumen could not aspirate blood but was able to be flushed. The iab was replaced and therapy was continued successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood found on the exterior of the catheter. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded with dried blood. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer noticed that the inner lumen could not aspirate blood but was able to be flushed. The iab was replaced and therapy was continued successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer noticed that the inner lumen could not aspirate blood but was able to be flushed. The iab was replaced and therapy was continued successfully. There was no patient harm or adverse event reported.